Event description:
It was reported that during a billopancreatic diversion with duodenal switch procedure, two cm of the staple line had no staples. Another reload was used with the same instrument to complete the case. There was no reported patient consequence.